Event description:
On (B)(6) 2013, the patient left a message with animas, alleging unspecified issues with the pump. No adverse event was reported. Animas has been unable to contact the patient for more information. This complaint is being reported because it is unknown if the alleged pump issues affect insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.